Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 377mg/dl. The symptoms leading to his admission were nausea, vomiting, and ketones. The customer stated that he was treated with manual injections. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found low reservoir and no delivery alarms. Ran a fixed prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. Instructed the customer to change the entire infusion set and reservoir. The customer stated that he changed the infusion set prior to calling, and the site bled. Explained to customer that he may have hit a capillary. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.